Manufacturer narrative:
Concomitant products: product ID 7482-51, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 7482-51, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3389s-40, lot # va05xpb, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the patient was implanted with the bilateral extensions in april 2013. It was noted the patient appeared to have unilateral trembling. The health care professional used the clinician programmer to check and found the resistance over 4000. It was noted the health care professional then used 3 voltages to test point 4, 5, 6, and 7. The resistances were all over 4000. The health care professional was planning to have a second surgery to test whether the lead was broken or not. It was noted that an x-ray picture could not determine a broken lead. It was further reported that the health care professional did a small surgery on (B)(6) 2013 to cut the skin behind the ear to check the situation. The health care professional tested to see if the lead or extension lead was broken. The initial decision was that the lead was broken and the extension lead had no problem. It was noted that the patient was at the hospital at the time of the report and on a treatment of drugs. It was suggested that the patient have a second surgery to replace the lead but a date was not decided. The reporter stated the patient¿s right body trembling was aggravated.

Manufacturer narrative:
Analysis of the lead, (B)(4), found that the proximal end conductor was broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.